Event description:
Patient was undergoing a video-assisted vein harvest of saphenous vein. A small piece of plastic broke off and obstructed the camera view. A second kit was opened so the procedure could be completed. The patient did not sustain any harm.